Event description:
It was reported that the pt did not experience pain relief since implant. A dye study was attempted, but they were unable to aspirate catheter through cap (catheter access port) and even through the catheter itself. The pt was replaced. Pt recovered without sequelae. Morphine was delivered via the device.

Manufacturer narrative:
Final analysis of the device revealed an indent down the sc pump connector seal along with an occlusion.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.